Manufacturer narrative:
(B)(6).

Event description:
Problem statement: it was reported to philips that the touchscreen was not working. This event was reported to have occurred during clinical use. There was no patient harm reported. The customer was advised to calibrate the touchscreen. If it does not work, replacement of the touchscreen (front bezel) was recommended. A field service engineer was assigned to repair the device.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer (fse) replaced the user interface (ui) pcba and touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
Problem statement: it was reported to philips that the touchscreen was not working. This event was reported to have occurred during clinical use. There was no patient harm reported. The customer was advised to calibrate the touchscreen. If it does not work, replacement of the touchscreen (front bezel) was recommended. A field service engineer was assigned to repair the device.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
The user interface (ui) pcba and touchscreen were returned for failure investigation. There was no fault found with the returned ui board. On the other hand, the returned touchscreen did not calibrate and was not responsive to touch. The customer complaint was verified due to the faulty touchscreen.